Event description:
The hosp reported that an endoscopic vein harvesting procedure, the short port btt balloon was lopsided when inflated and had difficulty keeping adequate insufflation. The same device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).